Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the elevated pacing lead impedance was noted on a remote transmission. The right ventricular lead was capped and replaced on (B)(6) 2019. Patient¿s condition was stable.